Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed.

Event description:
A health care professional reported a patient received a reading of 129 mg/dl on their blood glucose meter and thought the reading higher than they felt. The patient reportedly experienced fatigue, dizziness and loss of consciousness. The paramedics were called and they obtained a blood glucose reading of 23 mg/dl. The patient was reportedly treated with glucagon and transported to a health care facility where they were diagnosed with severe hypoglycemia and continued to have their blood glucose level monitored. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned meter (B) (4) and strip lot# 0963810 for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Event description:
On (B)(6) 2010 patient reported both up and down buttons do not respond correctly when attempting a bolus. Patient is currently on her backup infusion device. Patient stated the infusion device usually does not respond when the up or down buttons are pressed. Patient reported the buttons pop back up as normal. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.